Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead - 2007 (B)(6); (B)(4) implantable mechanical valve - 2004 (B)(6). (B)(4).

Event description:
It was reported that the patient presented to the emergency room (ER), and it was not possible to interrogate the device. Follow up is currently in process for additional information. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.